Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an e237 (scope error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a cut in the charge-coupled device cable caused the e237 (scope error). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a information of the service history review. Updated fields: h2, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.